Event description:
It was reported that following a rotational atherectomy procedure, the patient expired. The patient presented with three-vessel coronary artery disease, including an occluded right coronary artery (rca). It was reported that the patient had declined surgery twice. The 90% stenotic lesion being treated was long (>2 cm in length) and located in the moderately to heavily calcified proximal third to the left anterior descending artery (lad). Following angiography, a temporary pacemaker was placed. A rotablator floppy wire was "easily maneuvered" across the proximal third of the lad lesions and placed in the distal lad. The 1.5 rotablator burr was advanced to the ostium of the lad and rotational atherectomy commenced. The burr "jammed" in the mid lad; however, there was blood flow around the burr. Attempts were made to retrieve the burr with the dynaglide feature, but this was not successful. The patient started having chest pain at this point and was treated with morphine and nitroglycerin. The patient also progressively became hypotensive which was treated with dopamine and atropine. A second guidewire was maneuvered across the mid lad past the burr and placed in the distal lad. Attempts were made to pull the burr back manually; however, these were unsuccessful. A 2.0 x 8 balloon was inserted and inflated just distal to the burr, however, the burr could not be moved. The balloon was then inserted at the site of the burr; however, attempts to pull it back were unsuccessful. The balloon slipped past the burr back into the artery into the guide. At this point, futher manual extraction of the catheter was attempted without success. The patient became hypotensive and acls protocol was followed. The patient required CPR and multiple shocks for ventricular fibrillation. A balloon pump was placed via the right femoral artery. Balloon counter-pulsation was initiated. The pt had been paced throughout the rhythm and the pt was brought to the or with CPR and shocks in progress. A transesophogeal echocardiogram probe showed no movement in the anterolateral walls. The patient was then pronounced dead.

Manufacturer narrative:
As the device was retained, an on-site analysis was completed but the report has not been completed. A supplemental MDR report will be filed once that report is completed.